Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary artery bypass grafting, when taking the radial and vein, every time they fired the device, it would ratchet close down. The device was on ratchet mode and was closed down all the way that allowed it to ratchet back open. The clips were partially forming when the handle was released. They had to open a second clip applier of each size to continue with the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Six malformed clips were received, four scissored and two partially formed clips. The instrument was not received for evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the scissored clip condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.